Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on or about on (B)(6) 2024, patient underwent placement of a bard powerpicc intravascular catheter as part of her cancer treatment regimen. Following placement, heparin flushes were prescribed as medically necessary to maintain catheter patency and prevent clotting and infection. Despite this prescription, patient was informed that the facility did not have the required heparin available. Rather than providing appropriate alternatives or arranging timely access, she was instructed to contact other hospitals herself to locate the medication. This failure to provide prescribed catheter maintenance constituted a clear deviation from the standard of care, particularly given the patient immunocompromised status. Following the first powerpicc placement the patient developed severe systemic symptoms, including chills, body aches, nausea, vomiting, and an extremely high fever at home, reported to be approximately 105°f.¿ on (B)(6) 2024, the patient presented to the infusion clinic for evaluation. Medical records document fever with a tmax of 102.5t along with ongoing constitutional symptoms. Blood cultures were drawn at that time. Despite these findings and her heightened infection risk, the patient was discharged home while cultures remained pending. Subsequently, those blood cultures returned positive for klebsiella pneumoniae, and the patient was recalled and admitted for treatment of bacteremia. This bloodstream infection occurred while the powerpicc line was in place, under circumstances where appropriate maintenance and monitoring had not been provided. Following confirmation of bacteremia, the initial bard powerpicc line was removed from the patient. The patient endured hospitalization, intravenous antibiotics, and close monitoring, all of which were necessitated by an infection that arose in the context of catheter use and deficient care. No further information is provided.